Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had an accident on the day the atrial lead started to exhibit noise resulting in automatic mode switches. The lead was capped and replaced successfully. The patient did not experience adverse consequence.